Event description:
Pt developed necrosis at glabellar injection site after receiving collagen. Initially treated will topical ointments and topical gel sheeting. Subsequent f/u indicates that pt has depressed scar at injection site more than six months after date of injection.